Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A non health care professional reported that during surgery they have noticed that the lens was stuck in cartridge and would not advance through cartridge into eye. Physician was concerned lens could have been damaged while stuck. Additional information has received it states that there was no impact to the patient and scheduled procedure completed the same day.